Event description:
Litigation papers allege: in (B)(6) 2008, patient was implanted with a depuy asr hip on his left side. In the year following his surgery, patient experienced discomfort and pain in his hip. It became increasingly painful for him to walk, move his legs, and rise from a seated position. Patient underwent revision surgery to remove his asr hip implant and replace it with a new system on (B)(6) 2011. Update: 5/24/12 - plaintiff's preliminary disclosure form was received, which identified (part/lot), doi and dor information. I changed the asr hip to a cup and added the head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.